Event description:
A consumer of unknown age reported that she underwent injections of what she "was told" was restylane 2005. She reported the physician "twisted the syringe around while injecting the restylane. Immediately after the injection she noticed some bruising to her bilateral cheeks. Which worsened over the next several days. She also states the the injection site areas are "hard to the touch". Nine months later she still has bruise marks and "small broken blood vessels" on her face. She also stated that the injection site areas are still "hard to the touch". Follow up was received from the consumer 21 days later, she states the bruising is still present, and the injection sites are hard to touch. The physician has provided compensation for her to obtain a photofacial to treat the areas of bruising. The physician confirmed that the product used was restylane. The restylane lot # and expiration date were reported as unknown. No further information is expected at this time. Sponsor comment: the description provided by the consumer suggests the persistence of pigmentation 9 months post-implant (unexpected frequency of a labeled event). The indurated areas at implant sites after 9 months are also assessed as unexpected given the known latency of the filler.